Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 600 mg/dl at the time of incident. The customer treated for high blood glucose with insulin pump. The customer was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 65 mg/dl to 70 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.